Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufatured lyra model ICD's. This device was explanted in 2002. Note: this device was implanted and explanted outside of the united states.